Event description:
The device involved in this MDR report was interrogated five months after implantation; results of that interrogation did not reveal any anomaly. However, these data were reviewed with the newest programmer version which incorporates an automatic analysis of the battery status. With that new version, an abrupt battery voltage decrease has been identified, therefore the device needs a careful follow up.

Event description:
The device involved in this MDR report was interrogated five months after implantation; results of that interrogation did not reveal any anomaly. However, these data were reviewed with the newest programmer version which incorporates an automatic analysis of the battery status. With that new version, an abrupt battery voltage decrease has been identified; therefore the device needs a careful follow up.